Event description:
The customer reported the patient presented for a routine annual examination. A fresh urine sample was collected and tested using the consult¿ diagnostics hcg dipstick test and a very faint false positive line was observed. The patient was then retested two additional times and negative results were observed. The customer noted no issues regarding specimen collection or appearance. According to the customer, the packet insert instructions were followed and the results were read using a timer at 3-5 minutes. Per the packet insert, "read the result at 3-4 minutes. Do not interpret results after the appropriate read time.". The customer then reported on 17mar2023 that confirmatory testing was performed and an additional negative result was obtained. No adverse outcomes were reported.

Manufacturer narrative:
Retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicates the test results were read at 3-5 minutes. Please note, per the packet insert, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. Deviations in read result time cannot be ruled out as a contributing factor. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Additional information: g6 - type of report. G6 - follow-up #. H2 - if follow-up, what type? H2 - if follow-up, what type null. H6 - adverse event problem. H10 - additional mfg narrative h3 other text : although requested, returned devices are not expected.

Manufacturer narrative:
Results pending completion of the investigation. Although requested, returned devices are not expected.

Event description:
The customer reported the patient presented for a routine annual examination. A fresh urine sample was collected and tested using the consult¿ diagnostics hcg dipstick test and a very faint false positive line was observed. The patient was then retested two additional times and negative results were observed. The customer noted no issues regarding specimen collection or appearance. According to the customer, the packet insert instructions were followed and the results were read using a timer at 3-5 minutes. Per the packet insert, "read the result at 3-4 minutes. Do not interpret results after the appropriate read time.". The customer then reported on 17mar2023 that confirmatory testing was performed and an additional negative result was obtained. No adverse outcomes were reported.